Manufacturer narrative:
For one (1) of the reported events, lot number gfrc3502 was reported. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. For one (1) of the reported events, the lot number was not provided; therefore a manufacturing review could not be performed. For both events, the devices were not returned for evaluation. For both events, the investigations are inconclusive for limb detachment, perforation of the ivc, and filter tilt as no objective evidence was provided to confirm any alleged deficiency with the filters. Based upon the available information, the definitive root cause is unknown. All devices are labeled for single use.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model rf320j filter tilted, perforated, and detached. Of the two (2) reported events: for one (1) event the filter and detached limbs were retrieved percutaneously, and for one (1) event the filter was retrieved percutaneously, but the detached limbs remain in the retroperitoneal fat just posterior to the right kidney. These reports were received from various sources. Both events involved patients with no known impact to the patients. Both patients gender, age and weight were not reported.

Manufacturer narrative:
H10: of the two devices, one lot number was provided, and lot history reviews was performed. Of the two devices, the product catalog number of one device was reported as unknown g2. Device was not returned for both malfunctions. Of the two reported malfunctions, one malfunction provided medical records. Of the two malfunctions, the investigation confirmed for the perforation, filter tilt and detachment for one malfunction. For another malfunction, the investigation is inconclusive for detachment, perforation, and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g3, h6 (conclusion). H11: b5, e1, g1, h6 (result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced tilted, perforated and detached. This information was received from various sources. Both malfunctions involved patients with no known impact to the patients. The 68 year old male patient was 252 lbs.the age, weight and gender of the another patient were not provided.